Event description:
It was reported that the customer experienced difficulty charging the pump resulting in the pump shutting off. The customer¿s blood glucose (bg) was 512 mg/dl. Bg level was corrected with manual injections. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.